Manufacturer narrative:
(B)(6). Evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system there was a safety device malfunction. The consumer states ¿when the department punctures the patient, the indwelling needle safety device cannot be pulled out, and the needle wing is disconnected from the needle core connection, causing the needle core to remain in the patient's blood vessel.¿ no further information. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received as well as a photo for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. This device was manufactured on the semi-auto line, during the cannula crimp process the cannula & the paddle hub are joined to prevent separation during use. After this point there is a 100% manual inspection of all completed units, mitigating the likelihood of this failure mode being shipped out to the customer. The most likely root cause is the occurrence of an abnormality at the cannula end crimp station and the subsequent and the operators missing it during the inspection process, as the operators are responsible for identifying and removing any nonconforming material. The inspection process was the subject of an improvement project conducted in october, 2017 which culminated in the addition of an inspection station to help reduce the likelihood of failure occurrence.